Event description:
Medtronic recieved information that an apollo catheter detachable tip detahced prematurely. It did not occur during onyx injection. There was no friction or difficulty during injection. There was no vasospasm. No surgical or medical intervention was required. The catheter was flushed as indicated in the instruction for use (IFU). The device were prepared as per IFU. The patient was being treated for an arteriovenous fistula (avf). No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received reporting that the detachable tip pre detached while navigating but it was removed from patient's body. The most likely cause of the pre-mature detachment was vessel tortuosity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.